Event description:
It was reported that when the patient was "opened up" to have her implantable neurostimulator (ins) replaced, her device had been 'spinning.' That is, the device had been 'flipping and twisting.' An x-ray was done which showed that it was all 'twisted up.' The ins was consequently replaced. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v688048, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v688048, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Follow up information received reported that cause of the event was that the implantable neurostimulator (ins) pocket was too big. It was confirmed that the patient was unable to "program the device" because it was flipped. On (B)(6) 2013, a surgical revision was performed where the pocket was made smaller and a mesh for the ins was stitched to the chest with the surgical result considered successful. The patient outcome was reported as recovered without sequelae.